Event description:
Further follow up received identified the assessment of the right heart catheterization angiogram indicated the sensor was in a smaller vessel than the recommended size. Consequently, the flow around the sensor became restricted over time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
After further review it was determined upon interrogation with a hospital electronics unit, it was observed that the patient had a dampened waveform.

Event description:
After further manufacture review, it was determined this event is not believed to be related to suspected device nonconformance. The batch record review shows the device performed to specification during manufacture.

Event description:
The manufacturer received a user facility medwatch form regarding this issue on 03/11/2015. No additional information was included in the form.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was not able to transmit readings with patient electronics unit due to lack of consistent signal for long enough to complete transmission reading (date of event unknown). An sjm representative tried troubleshooting to no avail. Surgical intervention was taken on (B)(6) 2016 to evaluate the sensor. The physician observed tissue growth between one side of the sensor body and the wall of the artery; which in turn had blocked blood flow on this side of the sensor. Consequently, the physician implanted a second sensor in the right sided pulmonary artery which resulted in successful readings and transmission.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Additional information about receiving the user facility medwatch form was initially reported on 03/25/2016. However, user facility medwatch form number was unintendedly omitted from the report. The missing information is as follow: user facility medwatch form # 0300140000-2016-8001 was received on 03/11/2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.